Event description:
I recently acquired the essure because after my fifth child I decided that was more than enough. Boy did I regret getting the essure, a week after I got it implanted there was inflammation all around the device not to mention more symptoms as the devices aged. I was coughing, hurting, bending hurts and sexual activity is no longer enjoyable, also hair loss anemia, I could go on and on really I want it removed. It's not covered by insurance, great so I asked what it would be out of pocket, (B)(6).